Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to twiddler's syndrome. It was reported that the system exhibited increased impedances over time however, were not out of range. The patient underwent surgical intervention and was treated with intravenous antibiotics to resolve the issue. The ICD was extracted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.